Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure utilizing the navigation system and a ge 9900 c-arm, the images were not able to be activated. They took their blank image and took their anatomy shots and manually acquired them from the c-arm. When the clinical specialist (cs) went to activate them, he received the error code 009. Technical services (ts) had him try to restart the procedure, to add and remove the c-arm from the equipment tab. The surgeon decided to proceed without navigation. After the case, the cs was able to pull in the other navigation system at the site and using the same blank image and anatomy images, he was able to activate the image. He took a new blank image and anatomy image of a demo and was able to replicate this behavior with the navigation system in question, while the other navigation system was working fine. The equipment that the cs had added to each navigation system was the same (ge 9900 (ntsc) with 2d fluoro selected). The navigation system in question had the newest 1.1.0 application and 1.0.4 os software. There was no reported impact on patient outcome.

Manufacturer narrative:
The hard drive was investigated, and there was insufficient information to determine root cause. Postgres database was starting fine when technical service booted up the hard drive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to the site to test the navigation system. The hard drive and computer were replaced and the issue resolved. A system checkout was performed after part replacement and all tests passed. The hard drive has been returned to the manufacturer however, analysis is not yet completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure utilizing the navigation system and a ge 9900 c-arm, the images were not able to be activated. They took their blank image and took their anatomy shots and manually acquired them from the c-arm. When the clinical specialist (cs) went to activate them, he received the error code 009. Technical services (ts) had him try to restart the procedure, to add and remove the c-arm from the equipment tab. The surgeon decided to proceed without navigation. After the case, the cs was able to pull in the other navigation system at the site and using the same blank image and anatomy images, he was able to activate the image. He took a new blank image and anatomy image of a demo and was able to replicate this behavior with the navigation system in question, while the other navigation system was working fine. The equipment that the cs had added to each navigation system was the same (ge 9900 (ntsc) with 2d fluoro selected). The navigation system in question had the newest 1.1.0 application and 1.0.4 os software. There was no reported impact on patient outcome.